Event description:
(B)(4). I had spina bifida occulta meningitis as a baby, my device was giving to me by another doctor.

Event description:
(B)(4). I also have a nickel allergy I forgot to say.

Event description:
(B)(4). I had my essure coils removed (B)(6) 2016 my left coil was going into my uterus, how is that possible when they are only supposed to be in your fallopian tubes.

Event description:
(B)(4) I forgot to say what essure has done to me over the years. I have had chronic fatigue feeling like I had no energy. Extreme pelvic pain left side pain like someone was hitting me with a hammer. I had headaches,muscle ache as well as joint pain. I have raynauds disease,heavy menstrual cycle, weakness, muscle spasm tingling in my hands and feet where it feels like I have charlie horses. Dizziness,always tired never had the energy and strength to do anything at all. I had ringing in my ears, loss of libido no sex drive. The list goes on.